Manufacturer narrative:
(B)(4). The customer has advised physio-control that they have retired the device from service. The customer has since replaced this device and has stated they will not be returning the device to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench). This is an indication that the device likely would not have enough power to deliver sufficient defibrillation energy, if needed. There was no patient use associated with the reported failure.